Event description:
Patient on high frequency oscillating ventilator (hfov) when the ventilator stopped oscillating, the nurse was in the room and immediately started to bag. Patient never desaturated, and was by all accounts fine. The driver assembly just stopped on this 3100b oscillator. The oscillator does not have onboard diagnostics or error code logs or even user alarm logs.